Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went on site and replaced adjusted the limit needle valves and the 10 turn potentiometer with the potentiometer knob due to the inability of the knob to lock. Replaced the 3 ohm driver for unstable delta p. Checked the mushroom valve pressures. All is ok now. As of this date the 3 ohm driver has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received from carefusion fse on (B)(6) 2014. The carefusion fse was on site and discovered an unstable map. There was no indication of patient involvement.